Manufacturer narrative:
Evaluation codes are unable to be selected, esubmitter has been notified. Device code will be selected on follow up report. The actual device has not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that an angio-seal device fell apart setting a footplate and reports that they never cut the suture. The facility noted the entire device/components came out. It was reported that manual pressure was held, no hematoma or oozing at site. Patient came back to hospital (B)(6) 2017, complaint of right groin and lower back pain. Imaging showed foreign body and was taken to surgery. Tamper tube, footplate, collagen and suture was removed. Patient was discharged with no further issues. It was reported that the items were removed from right groin. It was reported that the patient condition is ok and since being discharged on (B)(6) 2017, no history since. It was reported that the procedure outcome was successful of removal.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
One tamping tube, anchor and a portion of suture were returned to terumo medical corporation in formaldehyde. Outside of the container, patient demographic information was provided. The returned components were subjected to visual analysis in and outside of the returned container. No gross anomalies were found with either the tamping tube or suture. Approximately 4.9470" of the suture were returned containing the black compaction marker. The suture also contained the knot proximal to the placement of the collagen on the suture assembly. However, no collagen was returned. The ends of the suture were then subjected to microscopy for further analysis. The suture slightly below the knot appeared frayed as though tensile forces had led to the separation in the suture. The proximal portion of the suture above the black compaction marker had a blunt appearance as though it had been exposed to a sharp edge. Under microscopy, the anchor was also viewed. A clear concentric ring of blood like substance was observed on the top side of the anchor indicating that the device had been exposed to bodily fluids. There were no visual anomalies other than the opaque appearance of the anchor, which was likely due to a combination of degradation of the anchor and exposure to the formaldehyde. A portion of the suture could still be seen though the tethering hole of the anchor. The ends of this suture appeared frayed. At this time, it is unclear if the anomalies noted in the anchor and suture were sustained during the implantation in the patient or during the removal of the device from the patient. The complaint could be confirmed for unintended implant based on the complaint description and the returned components. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on june 13, 2018. On (B)(6) 2017 the patient had a heart monitor placed and the results of the heart monitor indicated there were no issues with the patient's heart. On (B)(6) 2017 angioplasty surgery was performed at (B)(6) medical center. During that surgery, a portion of the medical instrument used by the physician broke off inside the patient's right femoral artery.